Event description:
It was reported that during implant of the right ventricular lead, the physician had difficulty inserting the lead into the header port of the pulse generator. The device was replaced and the lead was able to be fully inserted into the new device header. The lead was implanted and the procedure concluded normally. The patient would be monitored.

Manufacturer narrative:
.